Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. The device was not in patient use. During the evaluation of the device, it was found that there was evidence of visible foam degradation. Secondary findings include tobacco and connector oxide contamination. In addition, the device was scrapped.